Event description:
It was reported by the patient's group home that the patient was experiencing several seizures and went to the emergency room on (B)(6) 2015. Previously, it was reported on (B)(6) 2015 that the patient was being referred for generator replacement due to generator end of service and was being referred for generator replacement. The specific battery status indicator is unknown. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Upon follow-up, the physician's office reported that the battery status was at ifi condition, and the physician attributed the increased seizures to battery depletion. The patient's increased seizures was still not worse than prior to vns. The patient has had significant improvement with vns. There were no preceding external factors for the increased seizures. System diagnostics on 10/20/2015 were within normal limits. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
An implant card reports that the patient had generator replacement on (B)(6) 2016 due to neos-yes. The explanted product has not been received by the manufacturer to date.

Event description:
The explanted device was discarded by the hospital. As a result, product analysis is unable to be performed.